Event description:
Ous MDR - it was reported that out of range shock impedance values of > 150 ohm were noted on this lead. The lead was in service about 77 months. Abrasions of the lead insulation were observed during the revision procedure. No adverse patient side effects were reported.

Manufacturer narrative:
(B)(4) 2014 - we were informed the df-1 connector broke in the ICD and both the physician and the sales representative felt the physician did not pull too hard. The patient is a female and was born in (B)(6). The lead under complaint was inspected. Upon receipt, the lead was found dissected at 27 cm distal to the is-1 connector pin. The analysis revealed multiple signs of abrasion along the lead segments. The insulation was found rubbed through from the outside at 2 cm and 24 cm distal to the is-1 connector pin. At this last position, the conductor cable to the ring electrode was found outside of the lead body, as mentioned in the complaint description, as a result of pulling forces applied during the surgery. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, as a result of the interaction with the ICD can. Furthermore, the proximal part of the df-1 connector was found pulled out at 2 cm distal to the connector pin and not received for analysis. It cannot be excluded that this was caused by the combination of a pre-damage in the implanted state, due to the interaction with the ICD can, and pulling forces applied during the surgery. Further inspection revealed severe explantation damages. In particular, the rv shock coil was found deformed and the insulation of the connectors was found ripped-off at 2 cm distal to the is-1 connector pin. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.